Manufacturer narrative:
Final analysis found exposed wires of power cord. The unit could not be plugged in due to electric shock hazard caused by exposed wires.

Event description:
It was reported that the transmitter could not be turned on. The power cord sparked when it was plugged into the power outlet. It was noticed that the power cord was split where it connects to the transmitter. Transmitter was replaced.